Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty, and has experienced constant pain and limited use since the initial procedure. Attempts have been made and additional information is unavailable at this time. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filled to relay additional information: upon receipt of additional information it has been determined that this complaint is an duplicate of (B)(4).